Manufacturer narrative:
Additional information received: the lens was removed due to low vaulting. A new lens of longer length was implanted on (B)(6) 2017. Method code: no similar complaint type events were found within the associated lot.. (B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found a piece of lens haptic torn off and missing. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -12.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted due to vaulting. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.